Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that when a recharger communicated with the implantable neurostimulator (ins) prior to implant that a power on reset (por) message appeared. It was stated this had occurred when the reporter was attempting to pre-charge the ins. It was noted, the ins was not implanted at the time of report due to the presence of the por message. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found the ¿ins was received in an unopened shrink-wrapped box and had experienced a parity por. According to the diagnostic data taken from the ins, the parity por count was at 3. This indicates that a recharger and/or programmer had communicated with the ins 3 times after a parity por had occurred and prior to it being cleared. The firmware in the ins was designed so that if a parity error is recorded in the log, then a por would take place and the customer would be informed via the physician programmer, patient programmer, or recharger. Until the parity por is cleared, the firmware in the ins assumes another parity por has occurred and will continually inform the customer that a por has occurred. This issue will occur whenever a parity por is the last por logged in the ins. The ins passed functional testing.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.